Event description:
It was reported that the patient presented for a follow-up visit in the clinic. It was noted that the right atrial (ra) lead exhibited loss of capture and loss of sensing. The ra lead was capped and replaced on (B)(6)2024. The patient remained stable throughout.